Manufacturer narrative:
(B)(4). This is a report of air in the line, which is indicative of a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. This was identified during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported condition. The technical service representative advised the caregiver to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.